Event description:
It was reported that 100 ll vlv adpt(stand alone) experienced flow issues. The following information was provided by the initial reporter: I personally have encountered so many issues with them recently; either they won¿t flush at all prior to inserting an IV or they do flush but then stop working and prevent the fluids running. I¿m reluctant to use them any more. We have approximately 19 boxes in stock of this batch.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/21/2021. H.6. Investigation: one thousand two hundred and sixty-two 2000e-04 samples from lot 20077360 were received in sealed packaging for investigation. No connecting products were returned to assist the investigation. A visual inspection did not identify any product defects or manufacturing issues which could have contributed to the customer's experience. Sixty-one samples were subjected to functional testing by connecting a retained 50ml bd plastipak syringe from stock and flushing with water; in each instance no flow restrictions or occlusions were identified. A review of the production records for lot 20077360 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance the connecting product in use at the time of the customer's experience was not available for investigation and therefore it has not been possible to confirm if this may have contributed to the customer's experience. CAPA#1998036 was initiated.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 100 ll vlv adpt(stand alone) experienced flow issues. The following information was provided by the initial reporter: I personally have encountered so many issues with them recently; either they won¿t flush at all prior to inserting an IV or they do flush but then stop working and prevent the fluids running. I¿m reluctant to use them any more. We have approximately 19 boxes in stock of this batch.